Manufacturer narrative:
Based on the evaluation results conducted by the field service engineer, it was further reported that the nozzle was deformed, and foreign material was noted in the nozzle. According to the olympus shanghai¿s evaluation results it stated that defects in the air/water nozzle was not confirmed. The leak from the switch unit was confirmed. The nozzle was found clogged. The repair history of the device indicated that the device has been serviced once in the past year. This report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that during the reprocessing of the device, it was found that the switch number 1 was leaking, and the air/water nozzle was clogged. No patient injury reported. The field service engineer further reported that there was some tissue found in the nozzle, device may have been used in a procedure while this foreign material was present in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The following was presumed from the results of investigation: medical adhesive was injected through endo therapy accessory during procedure. The user mishandled the accessory while withdrawing it. Then the adhesive adhered to tip of the biopsy channel. The adhesive solidified and remained at the air/water nozzle. It was then further presumed that the facility staff was less trained in reprocessing and/or device handling according to the instructions for use (IFU). The IFU states the following regarding insufficient reprocessing and reprocessing to be performed immediately after each procedure: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further specifies: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure.¿ it was not possible to specify the accessory which was used for the procedure. If olympus¿s was used, it is thought to be disposal needle. The IFU of the needle cautions the user about its withdrawal as follows: "warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope¿ olympus will continue to monitor field performance for this device.